Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) had an rv setscrew is sue. It was noted that the setscrew was damaged and kept spinning. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.